Event description:
As reported by the user facility: detailed inquiry description - tubing leaked with chemotherapy when connecting 490037 with 352205. For ref: 352205 (filter extension set) lot #: 0061806013 was used for the compounding for both first (faulty) and second bag. For ref: 490037 (low absorption set) lot #: 00vl792441 was also used for compounding for both first (faulty) and second bag. We completely discarded the first bag with faulty tubing. I have made a brand new bag with new tubing attached. For the second bag I ran 40cc of ns through the entire tubing and filter extension set to examine any faulty parts, none was found. No injury reported. Please note, item 352205 will be reported via report 2523676-2022-00352.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.